Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. The same day, post-procedure, a small pe was noted. The fluid was drained and the patient is reported to be fully recovered.